Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend (vse) instrument broke and would not open firmly. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument would not open. The metal at the base (distal end) was coming loose and could not be closed during surgery. The broken piece was still intact. The issue did not occur after a system fault. The jaws were not clamped close. The customer removed the instrument with port. The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a bent electrode at the lower jaw. The electrode was protruding. Components adjacent to the bent electrode do show damaged. The jaw had scratch marks. Common causes of the failure mode bent electrode at the instrument grips -tips are attributed to damage during either use or reprocessing, as bent electrode at the grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additional findings related to customer reported complaint: the instrument was found to have a scratched grip tip. One side of the grip tips had several scratches. The scratch marks measured approximately 0.0270".

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was transferred to the failure analysis engineer (fae) team for further investigation. Initial fa findings were confirmed. One of the electrodes was found to be bent. The logs were reviewed, and it was noted that the instrument was used for about 1 hour 34 minutes. It was determined that, given the high duration of use, and the extent of user-induced surface damage to the grips, the most probable root cause of the bent electrode can be attributed to use conditions the probable root cause is attributed to damage during use, which may result from damage during either use or reprocessing, as bent electrode at the grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.